Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 10-feb-2023 investigation summary: bd received 2 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for scratch on product was observed. Additionally, the customer samples along with 200 retention samples from bd inventory, were evaluated by visual examination and the issue of scratch on product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode scratch on product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 2 paxgene® blood rna tube the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, scratches on two tubes were found during the inspection before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 paxgene® blood rna tube the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, scratches on two tubes were found during the inspection before use.